Event description:
It was reported that during perfusion, a power surge was noted resulting in a screen flicker and the device entering low reservoir mode. The reservoir was noted to be full of perfusate, however, the portal pinch valve demonstrated valves similar to those of low reservoir mode. A perfusion stop/start was performed and the device returned to normal pressures and flows. The liver was confirmed by surgeons to be soft and not congested. Following perfusion, the liver was declined for transplant due to poor arterial flow and excessive bleeding.

Manufacturer narrative:
A device data review confirmed the issue reported was caused by an interface board (ifb) reset which resulted in temporary loss of data display on the gui screen. The data review revealed no evidence of the alleged unexpected device power down. Following the reset there is cessation of portal flow likely due to the portal pinch valve not reopening. Subsequently, the data shows the appropriate message codes were displayed with a quick response from the user to briefly pause and restart the device correcting the occluded portal pinch valve. Flows and pressures were quickly restored following this event. Review of the data suggests that the initial incident of the ifb reset, did not play a role in increasing bleeding of the liver. Furthermore, inferior vena cava collapses were observed in the data to have propagated a low reservoir cycle. This continued throughout the perfusion with frequent low reservoir cycles with the appropriate display of 330 (low portal reservoir) and 2330 (frequently low portal reservoir) on the graphical user interface; however, there is no intervention noted by the device users. It's unknown if additional interventions would have impacted the liver outcome. Additionally, the device was serviced, and frequent low reservoirs could not be reproduced through testing; device functioned as expected. The root cause could not be determined.